Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on 21-february-22. Visual analysis of the photographs identified.through the photos provided, it is not possible to determine the lot number and catalog broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture diagnosed by ultrasound.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound. Device has been replaced with non-allergan device.